Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the same day post implant of this 25mm aortic bioprosthetic valve, which was sewn into a 30mm valsalva graft, it was reported that the valve leaflets were not coapting properly. An echocardiogram discovered slight or mild regurgitation. Pressure was applied, and the regrugitation discontinued. No intervention or adverse patient effects were reported.

Event description:
Additional information was received that clarified the pressure that was applied was referring to the hearts pressure as the patient came into full recovery or normal heart pressures. It is unknown how the 25mm valve was sewn into the 30mm valsalva graft. No intervention or additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description d.3: MFR name: e.1: initial reporter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.